Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. Visual examination of the device showed no signs of blockage that could have caused the reported condition. A functional test was performed by filling the reservoir with water. After fill, flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the reservoir. No root cause was identified, as no evidence of product malfunction was observed. No other observations were noted on the unit. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a no flow condition was observed on an infusor sv2. This occurred while filling the device with ropivacaine hydrochloride hydrate, saline and fentanyl citrate. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a supplemental report will be filed upon completion of an evaluation or if any additional relevant information becomes available.